Event description:
It was reported that "after a total knee procedure, the pt came back and the joint capsule was opened. Joint capsule dehisced was reported. The pt had to be brought back for repair. Product is not available to be returned. One device is still implanted." (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. -results/conclusions: the actual product involved with the incident reported will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Fifty-six (56) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. Reference: - complaint #(B)(4). (Ethicon's complaint# (B)(4)). - item #sxpd2b405 stratafix (tm) spiral pdo knotless tissue control device. - 2ct-1 #2 pdo 36 x 36, lot unk.